Event description:
During a clinic follow-up, the device was observed to be in backup vvi (bvvi) mode resulting in a loss of high voltage therapy. The cause of the bvvi was found to be off-label MRI exposure. Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation (bvvi) due to a power on reset (por) following an MRI was confirmed. Based on the information received, the device entered por due to the MRI settings not being enabled by the user prior to the MRI. Live analysis of the returned device confirmed the firmware is not running, and thus could not be restored per the reported event. The device entered this state due to the programmer communication polling an incorrect device memory location. During analysis, after the device was restored from bvvi, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and were revealed to be normal. The cause of the backup operation is consistent with MRI exposure without being configured to MRI settings.

Event description:
Additional information was received that the device was unable to be interrogated because the device was in back-up mode.